Event description:
On 17 march 2025, senseonics was made aware of an incident were reported inaccuracy in sensor readings. No injury or medical intervention was reported.

Manufacturer narrative:
The user faced inaccurate sensor readings and insufficient test strips, leading to frustration. The case was escalated to next level support where a transmitter replacement with the latest fw version and monitoring was offered. The user disconnected the call and unwilling to proceed.